Event description:
It was reported that the jaw broke during a colectomy surgery. The fragment was recovered but not conserved by the hospital. There was no patient impact.

Manufacturer narrative:
(B)(4): product evaluation: analysis of the device found that one of the blades is broken at the pin hole level. The evaluation of the returned device has highlighted a corroded area in the breakage zone that indicates the existence of a pre-existing crack. This crack could have weakened the instrument and lead to the reported incident. The cause of the crack cannot be determined because multiples origins are possible.